Event description:
Revision surgery was performed on (B)(6) 2025 because patient dislocated. Previous surgery is unknown, as well as complete information of original assembly. During revision the surgeon removed the pre-existing smr reverse liner +6mm d.40mm (pn 1365.50.820) and implanted an extension for humeral reverse body (pn 1352.15.001) and a reverse liner +6mm dia40mm (pn 1365.54.820). Surgery was completed as intended to restore shoulder functionality. Patient is male, date of birth (B)(6) 1964. The event occurred in the united states.

Manufacturer narrative:
Explanted component has been discarded therefore cannot be returned for identification and investigation. Review of manufacturing records cannot be performed because lot number is unknown. The manufacturer will submit a final report as soon as the investigation is completed.